Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: at this time, the suspect device has not been returned for evaluation. However, log file analysis reveals that after replacing the blower and performing the calibration, technical failure 316 stops to occur, only leaving technical failure 401. Vyaire medical will initiate a replacement for the moog blower as it is under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 400 (inspiration valve or device leaky alarm) and technical failure 316 (blower failure). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. Alarm 316 (blower failure) triggered during start-up self-test since 18/12/2023 11:04:25. Alarm 401 (inspiration valve or device leaky) triggered as consequence with error 4 as reason (blower pressure too low or not stable). It is visible in the screenshots that "voltage check" blower is okay, while the blower rpm remains at zero. The root cause was determined to be due to a defective moog blower unit.